Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged whistling in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 21 , 2024 and section h10 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged whistling in device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust contaminant with a potential hair-like particle and a scratch on the top cover. Dust-like contamination was observed on the right side cover. Manufacturer' observed cut-like scratches on the bottom cover/warning label. A whitish/brownish crystalized looking contamination was observed on the interior side of the top cover. Manufacturer' observed the red wire on the j9 connector to be burned through the plastic. Inv0636 addresses the issue of the j9 connector. A dust-like contamination was observed on the pca, the interior side of the left side panel, on the blower cap, a small amount on top of inside the blower motor, and around the walls of the bottom enclosure. Pil observed the sound abatement foam stuck to the bottom of the blower housing and in the base of the bottom enclosure. Pil observed the sound abatement foam to be heavily degraded (very difficult to move without breaking apart). Pil confirmed the presence of degraded sound abatement foam. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.